Event description:
It was reported before use of the bd preset¿ eclipse¿ with safety needle there was foreign matter on the device cannula. The following information was provided by the initial reporter. The customer stated: "before use, unknown foreign bodies were found in the cannula."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed as a black material can be seen inside the barrel. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.